Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit "alarm led failed" alarm occurred while the device was in use on a patient. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The customer stated the unit "alarm led failed" alarm occurred while in use on a patient. After the occurrence of the alarm, they replaced the device with the same model. Further information is pending.

Manufacturer narrative:
The international service engineer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.